Event description:
The customer called to report a black screen during the manual prime. The customer stated that this happened twice, and now she is concerned that the insulin pump is not working. The screen came back up, but the time was distorted. Troubleshooting was performed, and the insulin pump passed the self test. Advised that the insulin pump would be replaced per her request. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent blank display due to the liquid crystal display's metal frame shorting out to el panel.